Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 10oct2019. The unit was repaired and the nav ring was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a nav ring failure. It is unknown if there's patient involvement

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a nav ring failure. It is unknown if there's patient involvement.